Event description:
The neuron 070, was opened on the back table and it was noted that the proximal hub stainless reinforcement, had some type of material stuck in between the reinforcement. They pulled out the material, but did not use the neuron in the patient. They pulled a new neuron 070 and completed the case without incident.

Manufacturer narrative:
Device investigation: the unit shows a single axis kink in the shaft 42.5 cm, from the distal tip. There is no foreign material in the spiral strain relief. A 0.070" mandrel was introduced into the hub and advanced distally. The progress was smooth until the kink was encountered. At this point, friction increased, but did not stop the motion. The mandrel exited the tip with no further increase in friction. When attempting to withdraw the mandrel, the catheter gripped the mandrel and would not release. While attempting to remove the mandrel, the distal 6 cm of the catheter, separated from the body of the catheter. This damage occurred during device evaluation and is not part of the complaint. Conclusion : the unknown material noted in the complaint was removed by the customer; therefore, the reported issue could not be confirmed. The kink appears to have been the result of post complaint handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.